Event description:
It was reported that the right ventricular lead appeared to be "failing" according to the physician. The lead was noted to have had a lower impedance and a high capture threshold, and was noted to be oversensing. The lead was explanted and replaced, and there was visible damage seen on fluoroscopy and upon visual inspection after removal. It was noted that there was apparent subclavian crush seen. The patient was in stable condition with no patient consequences seen.

Event description:
Additional information - it was reported that the lead was fractured.

Manufacturer narrative:
The reported events of clavicle crush, lead fracture, low lead impedance, high capture threshold and oversensing was confirmed. As received, a complete lead was returned in one piece measuring 52.2 cm. Visual inspection found clavicular crush at 20.3 to 20.5 cm from the connector pin, fracturing all five filars of the outer coil which caused the reported events of fracture, oversensing, and high capture threshold, and damaging the inner insulation which caused the reported event of low lead impedance.